Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 6.3 mmol/l. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.